Event description:
Per the info provided to co by the physician's ofc through our international rep, the device was removed due to a "puncture." Addl info did not reveal the cause of the puncture, however according to our internal records the complaint was discovered 4 months postoperatively.